Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock tube assembly and the x-ray controller circuit board. The system operates as intended.

Event description:
The customer reported the system displayed several errors, among them an "ma on in error" message, which could cause the system to shut down uncommanded. No patient injury was reported.